Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow up report.

Event description:
According to the report, a patient had undergone a procedure on (B)(6) 2001. The involved patient was diagnosed with (B)(6) in 2006. Although no direct link between the allograft and the reported infection has been established, tissue notification (B)(4) has been initiated in response to the reported event.